Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) that exhibited premature battery depletion. The ICD was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Final analysis of the device found the battery depletion was premature based on the device usage. Device image indicated normal current drain during implant period and no high current drain sources were found throughout bench and environmental stress testing. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The battery analysis by the manufacturer found the battery was normal. The cause of premature battery depletion could not be determined.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Final analysis found the device was at end of service (eos) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Device image indicated normal current drain during implant period and no high current drain sources were found throughout bench and environmental stress testing. The cause of premature battery depletion could not be determined.